Event description:
Drive devilbiss was notified of an incident involving a bath seat by the provider who stated that the thread components of the frame had disintegrated. The end user turned to adjust herself to get out of the shower when the front and back legs collapsed, causing the end user to fall on her left arm. The end user went to the hospital and was diagnosed with a fracture to arm. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.